Manufacturer narrative:
The patient's driveline repair is reported in MFR # 2916596-2019-02493. Additional incidental finding during the manufacturer's investigation conclusion: the white and black power cables were stripped, and fluid ingress was observed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline faults and damage to the power cables was confirmed. The heartmate ii system controller (serial number: (B)(6) ) was returned for analysis. A log file was downloaded and submitted for review. A review of the log files showed overlapping events spanning approximately 35 days ((B)(6) 2021, (B)(6) 2000 per timestamp). Events recorded on (B)(6) 2000 are default dates due to the system controller totally losing power. Driveline faults were recorded beginning on (B)(6) 2021 at 18:36:06 and continued until the driveline was disconnected on (B)(6) 2021 at 12:25:34. These alarms activated due to phase 2 being much lower than its counterparts, phase 1 and phase 3. Pump operation was not affected. The alarms remained active until the driveline was disconnected on (B)(6) 2021 at 12:25:34. There were no other notable alarms active in the log file. The controller was connected to a mock circulatory loop and supported pump function without issue. The phases of the controller were measured and were found to be in synch with one another. Tape was found on both power cables and was removed. At the of the tape, the white power cable had damage to its outer jacket, but the underlying wires showed no damage. The black power cable¿s outer jacket and protective shielding were found to be completely severed, at the site of the tape. Underlying wires at this site had exposed conductors. However, the continuity of these wires was found to meet the accepted threshold during testing, before removal of the tape. Additional information provided on 13dec2021 stated the issue has not been resolved and that the patient is now on an ungrounded tether cable. A root cause for the driveline faults and damage to the power cables was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: pcx-17959) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 27jun2019. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in the clinic with driveline fault alarms. The alarms were cleared and came right back. The alarms were cleared again and came right back. The patient was admitted on (B)(6) 2021. Log file analysis captured a single pump stop on (B)(6) 2021 at 18:31 while using battery power and then after the pump stop there were constant driveline fault events for the remainder of the log. It appeared that a wire in phase 2 may be totally broken. The other wires appeared to be functioning as intended. Submitted x-ray images of the driveline and power leads did not show any areas of concern; however, they did show unusual wear/ damage to the black power lead of the controller. It was suggested to replace system controller and once new controller connected to manually create recorded events by disconnecting the black power lead for 5 seconds to create an alarm and then reconnect to power. Repeat the process about 20 times and submit the log file from controller for evaluation. It was also noted that the patient's driveline got pulled on a doorknob which may have caused the driveline repair to come loose. The unusual area observed on the x-ray image of the black power lead was noted to have been caused by the patient attempting to perform a repair on the power lead. The patient had repaired the brown wire on the black power lead ((B)(4)) 4-5 months prior using an old, tethered cable. The brown wire appeared to be totally broken. The other driveline wires appeared to be functioning as intended. The black power lead damage was caused by the patient attempting to perform a repair on the power lead. Submitted log files from new controller noted a driveline fault alarm occurred 4-5 minutes after controller exchange. Cleared the alarm and it returned 3-4 minutes after that. Driveline fault events came back within a couple minutes of the controller exchange and that would make sense because according to log and the prior log, the brown wire appeared to be totally broken. MFR reference #: 2916596-2021-06058.